Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) could not be dragged to change the color of the indicator window. No patient injuries were reported. The procedure was for a cerebral angiography using retrograde approach. The physician was skilled at the use of the exoseal and has used it for many years. There were no obvious signs of device or package damage prior to use. A 6f 11cm unknown vascular sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The device was retracted at a 40-degree angle. The window never changed from ¿black and white¿ to ¿black and black,¿ and the plug deployment button could not be fully depressed. The plug could not be released. The plug did not come off the exoseal vcd device after it was removed from the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) could not be dragged to change the color of the indicator window. No patient injuries were reported. The procedure was for a cerebral angiography using retrograde approach. The physician was skilled at the use of the exoseal and has used it for many years. There were no obvious signs of device or package damage prior to use. A 6f 11cm unknown vascular sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The device was retracted at a 40-degree angle. The window never changed from ¿black and white¿ to ¿black and black,¿ and the plug deployment button could not be fully depressed. The plug could not be released. The plug did not come off the exoseal vcd device after it was removed from the patient. Additional information was requested but not provided. One non-sterile exoseal vascular closure device, size 5f, involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned with the unit. The indicator window was observed in the black/white and red position. No additional anomalies were noted during this visual inspection. The functional deployment simulation could not be performed as the unit was received already deployed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as it was fully deployed. The received condition of the device did not match the description provided by the customer as it was received fully deployed with the wire retracted. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that a 6f sheath was used with the 5f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.